Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus europa se & co. Kg (oekg). Oekg inspected the subject device and found small scratches in the universal cord and in the insertion tube and a missing in the electrical contact of the endoscope connector. Omsc judged these defects did not affect the insulation of the device. The subject device passed the electrical safety test. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume it is unlikely that the reported phenomenon was attributed to the subject device because the subject device passed the electrical safety test.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the argon plasma coagulation (apc) treatment with non-olympus (erbe) apc device and the subject device for the cecal angiodysplasia, the patient screamed in pain after the apc device was activated. After the painful muscular contractions of the patient, the user changed the procedure from the apc procedure to the mechanical clip placement. The user completed the procedure with the subject device and no extension of the procedure. There was no patient's injury. On next few days there was also the same event, but the user could not confirm any more if the same endoscope was used. After the event the user put the subject device out of use. The user stated that the subject device was checked and the electrical leak was found on the subject device. The user facility did not provide other detailed information.